Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material of the auxiliary jet tube in control unit. There was no patient involvement.

Manufacturer narrative:
A root cause of the reported event could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to failure to follow instructions the event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. If the suction valve clogs and the suction cannot be used when solid matter, such as the clip or thick fluid, are aspirated, withdraw the endoscope and disconnect the suction tube from the suction connector on the endoscope connector. Attach a syringe containing sterile water to the suction connector. Straighten the insertion tube as much as possible and forcefully flush the connector with the water while the suction valve of the endoscope is slightly depressed. Repeat the flush until the thick fluid or solid matter is discharged from the distal end of the suction channel. After discharging, confirm that there is no irregularity in the suction function according to ¿inspection of the suction function¿ on page 71, before using the endoscope again. If the thick fluid or solid matter cannot be discharged, stop using the suction function and contact olympus". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the date of manufacture for the subject device. Updated fields: h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.